Manufacturer narrative:
The medtronic rep tested the camera and cable after the case and noticed a strange smell (like short circuit) from the back part of the camera. Rmas issued. The device has not yet been returned to the MFR for eval at the time of this report.

Event description:
A medtronic rep reported that during operating room set-up, the camera presented an unusual beep and there was no communication with the workstation. The pt was already under anesthesia, but since they were not able to register the pt to begin the procedure, the surgeon decided to re-schedule. There was no pt harm reported.